Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip was implanted. During the procedure, clip was opened after lock line removal during second established final arm angle (efaa), posterior leaflet came out and was unable to recapture it. Clip was closed and was deployed on the anterior leaflet. All steps were performed as per IFU. The final mr was grade 3-4. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, patient underwent the procedure and the clip was removed surgically, and it was noted that clip opened to 60 degrees. Open valve replacement surgery was performed.